Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillator a pt, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt.